Event description:
Customer reported a fata error while doing runs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. System operates as intended.